Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A director of nursing reported that the equipment did not perform adequate aspiration during a procedure. The procedure was completed with an alternate system, there was no harm to the pt. Further info has been requested.